Event description:
It was reported that the patient was mistakenly implanted with a pump device when they were supposed to be implanted with a spinal cord stimulation (scs) device. The patient had a scs trial on (B)(6) 2012 and the manufacturer representative was informed that the trial was unsuccessful. The patient's healthcare provider (hcp) referred the patient to a neurosurgeon to perform an implant. When the patient arrived it was said that the implant was for the pump because, the scs trial failed. The patient was implanted with the pump on (B)(6). The referring doctor then alerted the manufacturer representative on (B)(6) that the patient was supposed to have the scs implanted, not the pump. The referring doctor was to speak with the implant doctor on the event. The device remained implanted as of the date of the report. There were no patient symptoms or injuries as a result of the event. A follow-up report will be submitted if new information becomes available.

Event description:
Additional information: the patient expected to have a spinal cord stimulation (scs) device, but realized when they got home that they had an intrathecal pain pump instead. The patient¿s healthcare providers (hcps) advised the patient to keep the pain pump. The patient was having a difficult time finding the right medication because they did not have a trial with the pump. The patient was nauseous, weak, and unsteady. The patient was not shown a pain pump at any of their pre-operative visits. Before surgery a manufacturer representative called the hcp`s office to ask what medication was to go in the pump and she was told that the patient was getting a stimulator and not a pump. On the day of surgery x-rays were delivered to the hospital that had been taken during the scs trial.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# h825509909, implanted: 2012 (B)(6), product type catheter product ID, 8591-38 lot# d29217, implanted: 2012 (B)(6), product type accessory. (B)(4).